Event description:
During a pta to the left iliac artery the balloon ruptured at two atmospheres. There was no calcification or vessel tortuosity in the target vessel. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was not reported pt injury.